Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and accomplished 2k pm. Patient circuit calibration and performance check were performed and the unit passed.the vent is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported cannot get mean airway pressure to adjust below 13 on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.